Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 7 events were reported for this quarter . Product return status : 7 devices were received for evaluation. Evaluation status : 7 events were confirmed during testing, - 7 devices were found to be affected by deformed or broken o-ring/seal. Product disposition : these devices are not repairable and were not returned to the user facility. Additional information : there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device had a condition in which the non-sterile battery had material deformed; 3 events had no patient involvement; no patient impact; 3 event had patient involvement; no patient impact; 1 event had no known patient involvement or patient impact.